Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was attempted due to undersensing, sensing to failure and pacing was not captured at 5v. It was suspected this is related to lead damage. New lead was placed and was given good measurements. The patient has blood infection, thus the lead will not back for analysis. No adverse patient effects were reported.